Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation ( left fallopian tubes)') in a 28-year-old female patient who had essure (ess205) (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, multigravida (6), grand multiparity (past pregnancy: 2001;2003;2006;2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since (B)(6) 2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014). At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date- (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left; on (B)(6) 2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outercoil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation ( left fallopian tubes),perforation') in a 28-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, multigravida (6), grand multiparity (past pregnancy: 2001; 2003; 2006; 2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since 30-nov-2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), post procedural complication ("post removal complication-yes") and uterine perforation ("uterine perforation"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014 salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain and uterine perforation had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date- (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded plaintiff received treatment for perforation discrepancy noted in date of insertion- (B)(6) 2006, (B)(6) 2013. Essure confirmation: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left bilateral occlusion; on (B)(6) 2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outercoil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of product technical complaint. On 9-jan-2020: pfs received. New event uterine perforation was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation ( left fallopian tubes),perforation') in a 28-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, multigravida (6), grand multiparity (past pregnancy: 2001;2003;2006;2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since (B)(6) 2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014 salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: date- (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded plaintiff received treatment for perforation discrepancy noted in date of insertion- (B)(6) 2006, (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left bilateral occlusion; on (B)(6) 2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outercoil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation ( left fallopian tubes),perforation'), uterine perforation ('uterine perforation') and device breakage ('right fallopian tube: fragmentation of the proximal end outercoil') in a 28-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, multigravida (6), grand multiparity (past pregnancy: 2001;2003;2006;2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since (B)(6) 2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from december 2012 to may 2013. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014 salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation and pelvic pain had resolved and the device breakage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date- (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded plaintiff received treatment for perforation discrepancy noted in date of insertion- aug2006, (B)(6) 2013. Essure confirmation: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left bilateral occlusion; on (B)(6) 2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outercoil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per internal review significant amendment was done. New event " right fallopian tube: fragmentation of the proximal end outercoil" was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation ( left fallopian tubes),perforation') in a 28-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, multigravida (6), grand multiparity (past pregnancy: 2001;2003;2006;2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since (B)(6) 2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from december 2012 to may 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014 salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date- (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded plaintiff received treatment for perforation discrepancy noted in date of insertion- (B)(6) 2006, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left bilateral occlusion; on (B)(6) 2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outercoil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Lot number: a22176, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- model ess205 updated to ess305. New event abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation (left fallopian tubes), perforation') in a 28-year-old female patient who had essure (ess205) (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, multigravida (6), grand multiparity (past pregnancy: 2001; 2003; 2006; 2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since (B)(6) 2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014 salpingectomy (bilateral). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date- (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded plaintiff received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left bilateral occlusion; on (B)(6) 2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outercoil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Lot number: a22176. Manufacturing date: 2012-06. Expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation ( left fallopian tubes),perforation') in a 28-year-old female patient who had essure (ess205) (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, multigravida (6), grand multiparity (past pregnancy: 2001;2003;2006;2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since 30-nov-2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from december 2012 to may 2013. On 7-feb-2013, the patient had essure (ess205) inserted. In march 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014 salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date- (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded plaintiff received treatment for perforation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left bilateral occlusion; on 26-sep-2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outercoil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet documents received, lab data,essure stop date and event outcome were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation (left fallopian tubes)') in a (B)(6) year old female patient who had essure (ess205) (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, gravida (6), grand multiparity (past pregnancy: 2001; 2003; 2006; 2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since (B)(6) 2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014). At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left; on (B)(6) 2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received. Lot number added. Case is incident. New events: failure to occlude (close) fallopian tube(s)/ perforation (fallopian tubes), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression/ depression and anxiety/mental anguish were added. Medial history, concomitant drugs, treatment drugs, historical drug and lab data were added. Reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.